Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the customer received a temperature alarm. The customer declined to provide further information or perform troubleshooting for the temperature alarm. Customer reported blood glucose level was 158 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm malfunction could not be evaluated due to damaged usb circuit.